Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: a review of the pump¿s black box showed cs 078-0008 errors (motor rewind error). During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump rewind, load and prime steps performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and moisture/corrosion was observed throughout the motor drive circuit. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the complaint, investigation revealed that the audio bolus button cap was missing the slug.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.